Manufacturer narrative:
Continuation: d274drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that patient presented to the ER (emergency room) due to their device toning. Upon interrogation, it was found that the right ventricular (rv) lead¿s svc (superior vena cava) impedance was great than two-hundred ohms. Under the ER physician's supervision, the svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.